Event description:
A literature article reported five additional patients with perfluoro-n-octane (pfo) residues in the eye following retinal surgery. No further information is available at this time. This is the fourth of four medical device reports to be reported for this literature report.

Manufacturer narrative:
The product insert / directions for use (dfu) states perfluoron must be completely removed from the eye and replaced with an appropriate vitreous substitute. Also the literature provides precautions to avoid inadvertent placement of perfluoron behind the retina during injection, the final fill level in the eye should always remain posterior to any large retinal breaks. Additionally, the literature states if perfluoron is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine for and remove any subretinal perfluoron through an existing posterior tear or through a posterior retinotomy prior to completion of surgery. No lot code was provided and no sample was returned so no further investigation could be performed at this time. Literature citation: hajime bando, toshihide ikeda, koji nakajima, takamasa minami, eriko nakatani, ryo iishi, tomohito tanaka, kosaku sawada, yoshihito oura, tatsuhiko sato and kazuyuki emi: analysis of cases with perfluorocarbon liquid remaining in eyes. Abstracts of the 34th annual meeting of the japanese society of ophthalmology. (B)(4).